Event description:
Additional information was received from the patient and it was reported that the cause was unable to be determined. The stimulator was reprogrammed. The issue is not resolved. Patient is waiting on a call back. Discussing surgery and one of the leads are not working.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r reported that the stimulator quit working as they couldn't turn the stimulation on with the controller. Pt stated that the stimulation went on and off a couple times when they were driving to work this morning, however then there was no stimulation. Pt stated that they called a rep, however the rep had moved to (B)(6) (pss understood that the pt tried to call the rep today). Pt stated that they tried changing groups, however the issue was not resolved. Pt then stated that settings not available would appear when they were trying to increase the stimulation. The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) also advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. Pt stated that yesterday was really bad and they didn't know that they noticed the issue, but they were hurting so bad and that this morning they turned the stimulation on but when they sat down they didn't feel the stimulation. Pt mentioned that they see hcp in (B)(6) ; pt also mentioned that they have an appt with hcp on monday at 8:15,however they do not want to go all weekend without the stimulation as that was not a good idea. Redirected caller: patient's hcp.